Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: none. Symptoms/ae: time of symptoms/ae: during the procedure. It was reported that a trained physician attempted closure of the brachial artery using a starclose device after an unspecified procedure. Brachial artery access was used because the patient had procedures previously performed through both groin sites. After deployment, it was noted that the clip caught the back wall of the brachial artery. The patient required surgical patching of the artery. The patient is reported to be doing fine. Though requested, no additional information available.